Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an o-ring was observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, loaded a new cartridge, and a cartridge change error occurred. The customer reverted to an alternate form of insulin therapy. Customer's blood glucose level was 400 mg/dl.